Event description:
As reported by our japanese affiliate during a transcatheter aortic valve replacement (tavr) the patient received a 26 mm sapien 3 ultra resilia (s3ur) valve, the valve was deployed with 4.5 ml less than nominal volume and landed 80:20 aortic ventricular position as intended. A transthoracic echo (tte) revealed trivial paravalvular leak (pvl) and a post dilation was performed with 2.5 ml less than nominal volume. After the post dilation, the patient's blood pressure (bp) gradually decreased. An aortography (a3g) revealed moderate or more central aortic regurgitation (ar). A decision was made to implant a second 26 mm s3ur valve with 3 ml less than nominal volume due to leaflet stuck. Final assessment revealed no pvl, and the patient's vital signs were stable. Per report, the native annulus was moderately-severely calcified, the size of the annulus was 467.9mm2, the sinotubular junction (stj) diameter measured 25.8mm, the sinus of valsalva (sov) diameter was 29.0mm and the left coronary artery height measured 9.0mm.

Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The device was not returned to edwards for evaluation. The complaint investigation was conducted, using a technical summary written by edwards lifesciences. This issue is not related to a manufacturing deficiency, design, reliability, use error, labeling, or device related infection and therefore device history record (DHR) review is not required for this event. This event is within scope of this technical summary and there is no evidence to support a manufacturing/design non-conformance. Therefore, a lot history review is not required. There is no evidence to support that a design/ manufacturing defect has potentially contributed to the complaint; therefore, a manufacturing mitigations review is not required. A review of the relevant instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed due to unavailability of relevant imagery and/or medical report. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, tav in tav due to leaflet stuck was reported. The patient underwent a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 26 mm sapien 3 ultra resilia (s3ur) valve. The valve was deployed with 4.5 ml less than nominal volume and landed 80:20 aortic/ventricular position as intended. Trivial paravalvular leak (pvl) was observed in trans thoracic echocardiography (tte). A post dilation was performed with 2.5 ml less than nominal volume. Since moderate or more central aortic regurgitation (ar) was observed in aortography (aog), tav in tav was performed and a 26 mm s3ur valve was deployed with 3 ml less than nominal volume. After the tav in tav, no pvl was observed. The leaflet stuck was observed in aog. Per doctors' comment, post dilation may have contributed to the leaflet stuck. There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the valve leaflets, resulting in central regurgitation. In this case, it was reported that post-dilation was performed to address trivial paravalvular leak observed after deployment. Post-dilation can increase the risk to over expand the valve, which could prevent the leaflets from opening and closing properly, leading to leaflet motion restricted and central regurgitation as reported. A product risk assessment is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.